Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, implant date, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: in (B)(6) 2008, patient was implanted with a depuy asr hip on his left side. In the year following his surgery, patient experienced discomfort and pain in his hip. It became increasingly painful for him to walk, move his legs, and rise from a seated position. Patient underwent revision surgery to remove his asr hip implant and replace it with a new system on (B)(6) 2011. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information. I changed the asr hip to a cup and added the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct implant and explant dates. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2008, pt was implanted with a depuy asr hip on his left side. In the year following the surgery, pt experienced discomfort and pain in his hip. It became increasingly painful for him to walk, move his legs, and rise from a seated position. Pt underwent revision surgery to remove his asr hip implant and replace it with a new system on (B)(6) 2011.